Event description:
It was reported that the surgical fiber broke three times at the exit of the flexible ureteroscope during a kidney stone procedure. It was also reported that the fiber was stripped and cleaved two times and that after the third fiber break, the fiber was replaced to complete the procedure, resulting in a delay in the procedure. Details regarding the fiber model used to complete the procedure were not provided. This fiber model is a reusable surgical fiber and may be reprocessed and used for up to a maximum of five cases. It was not reported whether the subject fiber had been used prior to this case.

Manufacturer narrative:
(B)(4) - although the physician reported a delay in the procedure, no pt harm was reported.